Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one tibial insert impactor tip was broken.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one tibial insert impactor tip was broken. Review of the lot history record indicates that the device was manufactured to specification. Additional information was received regarding the failure. The impactor tip was confirmed to have broken when the tibial impactor tip was removed from the impactor handle. Available information indicates that this failure did not negatively impact surgery. From the information provided, a cause of failure for this part cannot be conclusively determined.